Event description:
The device is expected to be returned for evaluation. The neurosales representative reports a pt presented with communicating hydrocephalus and is scheduled to be treated with a spetzler lumbar-peritoneal shunt kit. A few days prior to the surgical procedure the neurosales representative spoke with the surgeon, regional manager, and product manager and discussed which device would be suitable for this pt. The order was placed for nl850-7460, nl850-7421, nl850-7422, nl850-1376 and nl980-03s01. The surgeon has not conducted this type of procedure for approximately 2 to 3 years. The surgeon had some questions regarding the mmhg and h2o. The package insert for the ordered device was provided to the surgeon by the product manager. On the day of the surgical procedure in 2004 permission was obtained from the pt's family to observe the surgical procedure. Prior to placement of the devices, the surgeon and the neurosales representative reviewed pressure ratings; finding discrepancy on the pressure catheter/peritoneal valve. The package insert for these devices was reviewed with the surgeon and pressure gradient difference was confirmed. The neurosales representative initiated a search for a 14 gauge touhy needle; but the conclusion was drawn that the outside diameter on the catheters will not fit down the 14 gauge needles. It becomes clear that the incorrect device were ordered for this procedure, since the touhy needle only comes with kit nl850-7210. At this time the pt was already intubated and the surgical procedure was delayed by 45 minutes until the correct device nl850-7210 arrives from a neighboring hospital. Upon evaluation of the correct device nl850-7210 the surgeon hesitates in placing the device and questions the length of the catheter. The procedure is again delayed for 15 minutes, until the surgeon decides to use the nl850-7210 device. The device was placed without incident. The pt endured an estimated 1.2 hours of additional anesthesia and the hospital incurred the or cost due to the delay. A follow up visit a week later to the surgeon's office indicated the pt was doing well.